Event description:
Report 1 of 2. User facility voluntary medwatch received that stated "IV pump was connected to pt in recovery area and fire occurred at the plug". Upon further query, the following info was provided that the customer contact clarified that there was "black smoke but not a flame" at the male end of the power cord where it enters the ac outlet. The device was delivering an unspecified medication to a pt in the recovery area. No specific programming parameters were provided. After an unspecified length of time, the pt noted smoke coming from the male end of the power cord and notified the nurse. A fire extinguisher was used on the power cord and ac outlet. All pts in the recovery area were moved to another area. There were no adverse pt effects. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, it was noted that the male end of the power cord was melted and 2 of the prongs were missing. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).